Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down on its own prior to a surgical procedure. When the system was restarted it would not prime. The cassette was replaced to prime the system successfully. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was unable to replicate the reported event of system shutting down. The company service representative noted the presence of balanced salt solution (bss) inside the fluidics module, which could be indicative of cassette misuse. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on july 16, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).